Manufacturer narrative:
Additional FDA product codes include: kra- catheter, continuous flush. Dqe- catheter, oximeter, fiberoptic. Dqo- catheter, intravascular, diagnostic. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the swan-ganz catheter the temperature value was not consistent, it fluctuated between 30 c and 48 c and caused the co values to stop running. When the catheter had consistent pressure on the port it seemed to work, however when the catheter is moved the values became inconsistent and co values no longer appeared. Troubleshooting included using a new co cable and cco cable test. There was no patient injury.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. As part of the manufacturing process 100% of the units go through an electrical inspection. A device history record review was completed and documented that device met all specifications upon distribution. No corrective actions will be taken at this time.